Event description:
It was reported that an ilet user experienced elevated blood glucose while the infusion set was not fully clipped in, after which the set was secured by a caregiver and the user went for a walk. Blood glucose was 235 mg/dl with a downward trend at the time of contact, and the user received troubleshooting and education regarding infusion set use, exercise without disconnecting, and preparedness to treat lows. Symptoms included hyperglycemia followed by concern for potential hypoglycemia. Outcomes included self-monitoring and management without alerts, alarms, or hospitalization. Investigation included user counseling and review of infusion set handling and exercise practices. Investigation of this case revealed use-related handling of the infusion set leading to suboptimal insulin delivery until the set was fully engaged, with no device alarm behavior reported and the pump and cartridge otherwise functioning as intended. It was concluded, based on previously established findings for similar reports, that the cause was user handling of the infusion set resulting in intermittent insulin delivery prior to correction.